Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the resistance test, measuring 0.103 ohm, which exceeds the acceptance criterion of < 0.1 ohm. The failure mode was confirmed. The communication port screws were tightened and the ground resistance test subsequently passed at 0.060 ohm. Probable cause was determined to be a component issue. Reference to complaint#:(B)(4).

Event description:
Pump sn (B)(6) was reported to allow air to pass through the air-in-line sensor during an infusion without alarming. According to the reporting facility, a nurse observed a line of air pass through the pump during the main infusion stage. The infusion was stopped by the patient¿s husband before any harm occurred, and no patient injury or adverse event was reported. Follow-up information provided by the reporter indicated that the issue had not occurred previously with the same pump or with other pumps in use. The air passed beyond the pump door and reached the downstream side of the administration set. The administration set in use was a zyno medical b2-70071-d set. The event occurred near the end of infusion during the main infusion stage.

Manufacturer narrative:
A review of the previous service record was done to see if there was a previous test with this reported issue; no such records were identified. Complaint history was also reviewed, and no previous complaints associated with the reported issue were identified. Pump sn (B)(6) was received on 12/5/2025 and evaluated on december 8, 2025. During testing, the reported issue of the air-in-line sensor not alarming was not confirmed. The pump passed air-in-line performance testing without issue. During evaluation, an additional issue not related to the reported event was identified. The device failed the ground resistance test. The pump will undergo further investigation to attempt to get a root cause. Refer to (B)(4).

Manufacturer narrative:
Intuvie received an infusion pump, and during testing the device failed the ground resistance test, measuring 0.133 ohms, which exceeds the acceptance criterion of < 0.1 ohm. The failure mode was confirmed. The probable cause remains undetermined, and the investigation is ongoing. Reference to complaint#: (B)(4).